Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions". Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported right hip revision approximately 15 months post-implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records indicate patient underwent a right hip revision approximately 15 months post-implantation due to trunnionosis and recurrent instability. During the procedure, necrosis of tissue, brown tissue, and detachment of abductor were noted. The femoral head was removed and replaced with a ceramic head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: 28mm dia cocr mod hd +12mm nk catalog#: 163666 lot#: 250230, m2a-38 cup non flared sz 50mm catalog#: 15-106050 lot#: 533850, taperloc por lat fmrl 12.5x145 catalog#: 11-103206 lot#: 857020. Reported event was confirmed through review of medical records. The active articulation bearing is not compatible with the shell implanted in a previous surgery. The devices are functionally compatibility; but per instruction for use "the components are intended for use with either primary or revision hip arthroplasties where all devices associated with the wear couple are removed and replaced" as the shell was not removed during the previous revision procedure, the bearing and shell are not compatible. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a second total hip revision surgery approximately one year following the first revision, due to trunionosis and recurrent instability. Second revision operative findings show indicate extensive soft tissue destruction of the abductor musculature. There was marked necrotic tissue with near complete loss of the abductor tissues. Femoral component was found to be well fixed. Type 2a acetabular defect was observed and the acetabular component was revised to allow placement of a constrained liner. Head , cup and active articulation were removed and replaced with ceramic head, constrained liner and competitor cup. Attempts have been made and additional information on the reported event is unavailable.